Event description:
The customer reported that the pump battery would not charge, and there was no adverse impact on the customer's blood glucose level. The charging issue was initially unresolved, but it was identified that using a different charging cable resolved the problem, and the pump began charging. The customer received a new battery charger from technical support, and no further assistance was required.